Manufacturer narrative:
The lot complaint history was reviewed, this is the ninth complaint for the finish goods lot; however, the first for this issue for this lot. The device history record shows the product was released per specifications. The used ample was visually inspected and no obvious defects were found. Surgical residue and balance salted solution (bss) crystal was in the fluid path of the manifolds and the cassette. A calibrated console representing the current software version was used to test the sample. The sample could prime and pass intraocular pressure (iop) calibration successfully. No anomalies were observed during priming. No system message code was generated during testing. Fluid flowed from the bss bottle to the drain bag without any interfering. The infusion pressure, irrigation, and aspiration rate were all measured at multiple set points throughout the console range and met specifications. No irrigation anomalies were observed. The root cause of the customer's complaint could not be established; the returned sample met specifications. After investigation of this complaint, it has been determined that this sample met specifications; therefore, no corrective action is required at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that irrigation failure occurred during surgery. The product was replaced and the procedure was completed. There was no patient harm.